Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that site was bleeding. Customer reported that they received medical treatment as a result of the site issue and blood was not visible on the sensor connector. Customer stated sensor was not tugged or pulled on after insertion. The device will not be returned for analysis.